Event description:
It has been reported the AED did not pass self-diagnostic check.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.